Event description:
Primed tubing was loaded into pump backwards so it was upside down. The patient's blood was being pulled out of the patient and pushed backwards into the blood primed tubing. The pump allowed the backward flow of blood to be processed through the pump delivery. The connection of primed blood tubing was made into a central venous catheter. Because blood was the product being administered, the nurse did not immediately notice it was backward and blood was being pulled from the patient.